Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cycler set door of their cycler. While removing the cassette, the patient noticed the inside of the cassette door was wet. Additionally, the patient reported receiving an m83 pump a vs. B volume error during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported fluid leak event on(B)(6)2021 occurred inside the cassette door and fluid was found on the cassette. The pdrn could not confirm during what phase of treatment the fluid leak occurred. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Becky stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment since the treatment was near complete. Becky confirmed that the patient has received the replacement cycler. The pdrn has the cycler set which is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5, g2

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cycler set door of their cycler. While removing the cassette, the patient noticed the inside of the cassette door was wet. Additionally, the patient reported receiving an m83 pump a vs. B volume error during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the peritoneal dialysis nurse (pdrn), (B)(6) confirmed the reported fluid leak event on (B)(6) 2021 occurred inside the cassette door and fluid was found on the cassette. (B)(6) could not confirm during what phase of treatment the fluid leak occurred. (B)(6) stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. (B)(6) stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment since the treatment was near complete. (B)(6) confirmed that the patient has received the replacement cycler. (B)(6) has the cycler set which is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cycler set door of their cycler. While removing the cassette, the patient noticed the inside of the cassette door was wet. Additionally, the patient reported receiving an m83 pump a vs. B volume error during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the peritoneal dialysis nurse (pdrn), (B)(6) confirmed the reported fluid leak event on 7/10/2021 occurred inside the cassette door and fluid was found on the cassette. (B)(6) could not confirm during what phase of treatment the fluid leak occurred. (B)(6) stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. (B)(6) stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment since the treatment was near complete. (B)(6) confirmed that the patient has received the replacement cycler. (B)(6) has the cycler set which is available to be returned to the manufacturer for physical evaluation.